Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a markedly increased charge time measurement from one follow up to the next. It is expected that the ICD may declare elective replacement indicator (eri) after the next automatic capacitor reformation. When that occurs, this ICD will be explanted and returned for analysis.